Event description:
The customer reported experiencing frequent malfunctions with their insulin pump, particularly during air travel, resulting in pump replacements. Despite efforts to address these issues, the customer planned to file a formal complaint with the FDA and expressed dissatisfaction with the company. There was no adverse impact on the customer's blood glucose level reported. The customer decided to switch to a competitor for future purchases.